Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial lead was returned in two pieces. Visual examination found multiple external insulation abrasions were found at the proximal region of the lead breaching the optim sheath only. The cause of the reported event was due to the external insulation abrasions is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.